Manufacturer narrative:
Additional information was received that the broken bag port did not affect the functionality of the machine. Manual ventilation was available. As there was no loss of manual ventilation, this case was not reportable h3 other text: additional information was received that the broken bag port did not affect the functionality of the machine. Manual ventilation was available. As there was no loss of manual ventilation, this case was not reportable.

Manufacturer narrative:
No report of patient involvement. Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported a broken bag port preventing manual ventilation. There was no report of patient involvement.